Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The dislodgment was confirmed via chest x-ray. A revision procedure was performed and this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The helix of the lead was found to be slightly bent and dried blood/tissue was noted around the helix. The bend was suspected to have been induced during the explant procedure. Inspection of the lead body and electrode tip found no further anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.